Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. The bg level was addressed with a correction bolus via the pump. The cause of the high bg was due to the customer not delivering a bolus for their dinner meal. In addition the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 was verified. In addition, no failure was identified related to the reported high blood glucose level issue.